Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that after the prothesis was installed, the implant lost its osseointegration. No further information was provided.